Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2010. According to the complainant, several months after the initial procedure (exact date unknown), the patient experienced complications and needed medical care and surgery (type of care and surgery unknown). The exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.